Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies web difficult or delayed detachment as potential complications associated with use of the device.

Event description:
As reported, the physician treated an acom aneurysm with the web sl 8x3. He described a sticky detachment with the web. He used two wdc and tried to pull the web during the push of the via again the web. The web didn't detach. He decided to pull the web out of the aneurysm and during this maneuver the web detached. Additional information indicated; the web detached in the desired position. No patient injury occurred.